Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 40 mg/dl. Customer stated that insulin pump had insulin pump error but passed displacement test. Customer was able the rewind the insulin pump. Customer did not mentioned about auto mode was active or inactive during reported event. Customer declined troubleshooting for low blood glucose. Insulin pump will not be returned for analysis.